Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, the patient developed an infection at the abutment site and was treated with several courses of oral antibiotics (dates not reported). Subsequently, the fixture was explanted on (B)(6) 2015.